Manufacturer narrative:
Concomitant medical products: non-cfn bag access; IV bag 500ml exactamix, ref (B)(4), lot 1174173, exp 07-2019, vanilla, tpn, amino acids, dextrose, therapy date (B)(6) 2016. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a 170 ml bag of tpn was initiated as a primary at 4.8 ml/hr. Ampicillin and gentamycin were also infusing into the uvc line on separate devices. The device infusing tpn alarmed twice for air in line however both times there was no air detected, and the user restarted the device each time. A follow up accu check was obtained shortly after initiating the tpn; the results went from ll (lower limit) to 39, then to 285 and then to greater than 500 within 2 hours. At that point the nurse noticed that only approximately ¼ of the volume in the tpn bag was remaining and the drip rate appeared fast in the drip chamber. The programming of the pump was verified to be correct by the rn and the door was noted to be closed and latched. The tpn was then stopped; there is no report of any patient harm or medical intervention.

Manufacturer narrative:
The customer¿s report that tpn infused faster than expected was not confirmed. Physical inspection noted the device to be in fair condition with the instrument seal not intact. The only observed anomalies were dull iui connectors. There were no anomalies observed with the returned primary set. Analysis of the pcu event log shows that at 7:50 pm on (B)(6) 2016 the device was programmed to infuse tpn at a rate of 4.8ml/hr. The device alarmed for air in line multiple times and the user restarted the infusion after each alarm. The infusion continued until 9:32 pm, when the device was channeled off. The volume recorded as being infused during this period was 8.164ml. The starting volume in the fluid container cannot be determined through device logs. Functional testing was performed and found the device to be delivering fluid within specification. There was no leaking observed with the primary set. The root cause of the customer¿s report of tpn infusing faster than expected was not identified.